Event description:
This adapter was returned with a device registration form stating that this adapter was removed due to infection/erosion.

Manufacturer narrative:
Product was returned and analyzed. The hi-pot test failed due to the insulation breaks within the returned device. Dc resistance and length passed specification. The adapter had a puncture in the tubing 5.1cm from the connector pin, large cut in the tubing 6.4cm from the connector pin and the coil is damaged at 5.1cm from the connector pin. Cuts were observed in the molded silicone of the block and pin caps in the connector block ends. One set screw in the block appeared to have body fluids on and in the part. Review and confirmation of manufacturing records was performed. Controls are in place throughout the manufacturing procedure such was washing the adapter prior to packaging to reduce foreign material. Additionally, the adapter is sterilized by ethylene oxide sterilization. All records indicate the device met specification prior to leaving greatbatch medical. A root cause is not able to be determined at this time as the device is part of several implanted components that comprise a pacing system, the source of infection cannot be determined. No corrective action will be taken at this time. There is no evidence to suggest the device did not meet specification prior to leaving greatbatch medical.